Manufacturer narrative:
The customer reported complaint of defective keypad and system error code: 130.6020 was not confirmed or replicated. Inspection: external and internal inspection were performed on the customer returned pcu device. The pcu device was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. During internal inspection, the keypad was opened up and no anomalies were observed. There was no other obvious issues observed. Log result: the review of the pcu error log shows no errors or malfunctions on the reported date of event. The review of the pcu error logs shows a system error code 130.6020 (keyboard failure) occurred on 07 april 2020. The customer only reported the system error code occurred in maintenance mode but did not specify the date of the incident. Test result: the keypad passed the maintenance mode keypad test and was tested three times for intermittency. The results found all soft keys to be functioning as intended. The pcu device was found to be functioning as intended. Root cause: the root cause of the customer¿s experience of system error code 130.6020 was not determined during testing. The review of the pcu event logs does not contain any information or data for the time of the reported date of event.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on and a system error code 130.6020. There was no patient involvement, as the issue was noted before patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on and a system error code 130.6020. There was no patient harm. The issue was noted before patient use.